Event description:
It was reported the pt experienced discomfort at the ipg site. On (B)(6) 2012, the pt's ipg was explanted and replaced with a smaller (different model) ipg. The replacement ipg was implanted in a different location than the previous ipg. As a result, the patient's issue is resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.